Manufacturer narrative:
(B)(4). The returned trapezoid rx basket was analyzed, and a visual evaluation noted that the side car rx was torn at the distal end. In addition, the working length was found bent, and the side car rx was pushed back. The reported event of side car rx torn material was confirmed. Based on all available information, it was possible that the manipulation or technique applied during the insertion, could have caused the working length to bent/kink, side car - rx torn, and side car - rx pushed back, therefore, adverse event related to procedure was assigned as the most probable cause. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2022. During the procedure, the trapezoid rx basket was inserted (first insertion) along the guidewire, however, the sheath around the guidewire was torn. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. Investigation results revealed the side car rx was pushed back and working length was bent; therefore, this is now an MDR reportable event.